Event description:
It was reported that during the patient's trial pull the right trial lead broke. Surgical intervention was undertaken, and the remaining fragment of the lead was able to be removed on (B)(6) 2024.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.